Event description:
Hcp reported device replaced due to rotor stall. The pt experienced increased pain. Compounded dilaudid and clonidine were used in the pump. The device was returned to the MFR for analysis.